Manufacturer narrative:
-Complaint is not confirmed. -one unpackaged ar-6480 arthroscopy pump serial number (B)(6) was returned for evaluation. -the returned device was visually inspected, and no problems were noted with the device. -the returned device was assembled with an ar-6411 lot# 73511090, an ar-6421 lot# 65708975 and an ar-6430 lot# 69910382 pump tubing and was tested and evaluated under the conditions that were reported in the case when the reported failure occurred to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure of 50 to replicate the conditions of the case, the run button was pressed to start the machine upon letting the pump run for 33 minutes with no issues. When the pump was stopped, the pump tubing did not continue to run. No problem found. -pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. -a clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. -pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. -no problem found. -refer to investigation photos.

Event description:
On 4/23/2024, it was reported by a sales representative via (B)(4) that an ar-6480 dw arthroscopy pump was not running properly; pump tubes continued to run when they shouldn't. This was discovered during a procedure, with no reported patient harm. Additional information received 05/02/2024: event occurred during a shoulder procedure on (B)(6) 2024, ar-6410 tubing was used with the pump and pump settings were set to default 50 mm hg, the case was completed with a different pump and the same tubing.